Event description:
Hearing performance with the device is reportedly affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected.

Manufacturer narrative:
Additional information according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Currently the affected channels have been disabled and the recipient will be monitored by the clinic. The device remains implanted and in use.